Event description:
It was reported by the fse that during preventive maintenance the cardiosave intra-aortic balloon pump failed pim test. There was no patient involvement. No harm was reported.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Manufacturer narrative:
Updated fields: b4, b6, b7, d10, g3, g6, g7, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected fields: d3, d5, e2, e3, e1 (initial reporter and event site mail), g1 (contact office), g2, h6 (component codes). Due to character limit in block e1 initial reporter full name is (B)(6). Kindly revert back the h4 field to blank. A getinge field service engineer evaluated the device and resolved the issue by replacing the pneumatic module assembly.